Manufacturer narrative:
Device received with completely broken reservoir tube lip, loose drive support disk, cracked battery tube threads, broken belt clip slot, cracked case from display window corner and cracked case. A test reservoir was installed and did not lock in place. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a33 alarm due to device received with completely broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. The drive support cap was normal.no harm requiring medical intervention was reported. The device will be returned for analysis.